Event description:
It was reported the patient received the following results within 15 minutes: 40 mg/dl (system 1) and 300 mg/dl (system 2).

Manufacturer narrative:
This case is related to (B)(4) (system 1).